Event description:
The hospital returned the vaporizer to ge healthcare with no report of malfunction. During testing of the vaporizer in the manufacturing facility the output of the vaporizer was noted to be low to manufacturing specifications. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed.